Event description:
Related manufacturer report number: 1627487-2022-03452. It was reported that patient experienced high impedances. Surgical intervention was undertaken and the lead was explanted and replaced. Note: it is unknown which lead was explanted and replaced so both are being reported.

Manufacturer narrative:
Date of event: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.